Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. During evaluation it was found that the "door not fully latched" message was caused by a loose upper link screw. The link screws have been replaced.

Event description:
Device serial number (B)(4) experienced a door not fully latched message during rite testing at baxter. There was no pt involvement.